Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, depth gauge damaged, sticky and doesn't measure properly. The surgery was completed successfully. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 2 of 2 for (B)(4).